Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock and with low cardiac output syndrome was implanted with an impella ld for mechanical circulatory support. It was reported while on impella ld support, the patient was taken to the or for exploratory surgery. The patient had significant oozing from root and at valve and had cardiac tamponade and the left ventricle was being compressed. A large clot was removed, and 1500ml of volume was removed from the chest. The patient was transfused with 2 cell saver, 1 unit of packed red blood cells, and 1 unit of platelets. The patient had been heparinized for impella use, heparin was discontinued. The patient remained on impella ld support following the intervention until the patient was successfully weaned and explanted.